Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician tried to place the right ventricular (rv) lead into rv apex. Before screwing the lead the physician observed that the pin in is1 was moving in and out. Physician was trying to push inside to the insulation material and pulled it again. It remains same as the movement continued for some more time. He felt due to this loose set screw can happen and the lead might get dislodged from the connector port of implantable cardioverter defibrillator (ICD). The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Blood visible on helix, helix is bent (still measures within specification). Damaged at implant attempt. Measured the gap between the pin cap and the retainer and it is within specification.